Manufacturer narrative:
Customer provided the incorrect lot number, so the device history record could not be reviewed. A review of returned product from the customer was performed, visual inspection of the sample returned from the customer found no damage of the product. Functional test the device, during the test leak observed on the catheter tube, approximately 10 mm from the hub and the complaint was confirmed. The exact root cause was unable to be determined.

Event description:
It was reported that l-cath PICC line was leaking at hub. Alternative IV access had to be obtained.